Manufacturer narrative:
Event is being reported in a conservative manner, as it is unknown whether the event was device-related. Device disposition not presently known.

Event description:
On (B)(6), the manufacturer was notified of the following event: a perceval size 21 ((B)(4)), was implanted on (B)(6). Correspondence was received by (B)(6) post indicating that the patient passed away on (B)(6). The patient did not leave the hospital after the operation. No further information is known at this time.

Manufacturer narrative:
The manufacturer received the following additional information on december 6, 2017: according to the physician, the patient passed away due to "advanced age and frailty, severe morbid obesity and advanced heart failure and poor organ system reserve." The patient was a high risk patient at the time of the avr. There were no valve prosthesis related complications. Based on the clinical assessment provided by the physician, the event is attributable to the patient's condition and is not valve-related. As such, no investigation is required. Updated fields: date of submission, device availability, date received, type of report, type of follow-up, event codes (corrected/updated) device not available for return.